Event description:
It was reported that the customer fell and the pump is now cracked and unresponsive. No known impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.